Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the recorded bolus totals did not match up properly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/15/2015 with the following findings: the pump's black box showed that the pump was running on default time/date since (B)(6) 2015. A normal 10u bolus and a 10u audio bolus were performed and both were fully delivered and accurately recorded in the pump history. No hypersensitive keys were observed. The total daily dose correctly showed 20.0u for the programmed boluses. The alleged issue could not be duplicated.